Manufacturer narrative:
The initial MDR 2432235-2016-00364 was filed on july 6th, 2016. Supplemental MDR 2432235-2016-00364_s1 was filed on july 29th, 2016. Additional information (08/03/2016): a siemens customer service engineer (cse) was re-dispatched to the customer site due to additional urea nitrogen outliers reported. The cse performed system decontamination using micro clean, adjusted the sample dilution probe to the ion selective electrode, aligned reagent pipetting probe 1, leveled the system, ran wash and quality controls. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse performed a system check, replaced the l-ring on the dilution probe discharge pump, and ran quality controls. The cse returned to the customer site. The cse replaced the instrument lamp, verified the wash updown pump and replaced the valve and peristaltic pump cassette. The cse also replaced reagent probe 1 clutch and dilution probe discharge pump cylinder. The cse cleaned valves and the sodium chloride line. The cse found the water bottle was contaminated decontaminated the whole water circuit system. The cse returned to the customer site and installed wash updown valves, replaced a solenoid valve, and cleaned the check valves. Quality controls were run, resulting within range. The cause of the discordant, falsely low urea nitrogen results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low urea nitrogen patient results were obtained on the advia chemistry xpt instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low urea nitrogen results.

Manufacturer narrative:
The initial MDR 2432235-2016-00364 was filed on july 6th, 2016. Supplemental MDR 2432235-2016-00364_s1 was filed on july 29th, 2016. Supplemental MDR 2432235-2016-00364_s2 was filed on august 25th, 2016. Additional information (08/24/2016): a siemens customer service engineer (cse) was re-dispatched to the customer site. The reaction cuvette washer (wud) was overflowing at the nozzle. The cse cleaned the nozzle. No additional discordant results have been reported. The cause of the overflow was due to clots in the dilution cuvette washer (dwud) line. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2016-00364 was filed on july 6th, 2016. Additional information (07/11/2016): a siemens customer service engineer (cse) was re-dispatched to the customer site. The cse reduced the sample-dilution probe height over the tubes in the aptio automation gate to allow the sample-dilution probe to reach the sample material faster. The cse also replaced the clot sensor and checked probe washing. The instrument is performing according to specifications. No further evaluation of the device is required. Additional information (07/12/2016): the units for the method are mg/dl. The repeat results were obtained on the same instrument or on an alternate advia chemistry instrument. It is unknown which sample was run on which instrument.

Event description:
The repeat results were obtained on the same instrument or on an alternate advia chemistry instrument. It is unknown which sample was run on which instrument.